Manufacturer narrative:
The device was returned for evaluation and repair. The complaint was not confirmed. The pre-repair temperature test results: pre-repair temperature check performed at 60k after 1 minute t1 temperature was 79f and t2 temperature was 78f. The ambient temperature was 74f. After 5 minute t1 temperature was 91f and t2 temperature was 88f. The collet temperature was 95f. The em210 was received in good condition, there were no deviations found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicate that the device sometimes overheat and does not have enough power to work with the attachments. No patient impact reported.